Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint pr. (B)(4) has been evaluated. The batch 6004853 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functionaltesting for complaints area version 1 for the code leakage from infusion site (specific cause not identified). Complaint investigations. 2 used soft cannula was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 1, the returned samples test passed. Functional test: underwater flow, according to wi version 1, the returned samples, test passed. Functional test: underwater leak, according to wi version 1, the returned samples, test passed. On the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test 1: air flow, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: the 6004853 was manufactured according to the wi version 70 manufactured in the li19, on 09/jan/2024, with a total of (B)(4) units. Trending: a query was run in tw on jan 29th, 2025, against malfunction code and lot 6004853 and no other complaint has been registered in database since the last 12 months. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set injection port was leaking event on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient country: united states patient city: (B)(6).